Event description:
Consumer states scooter is loosing power. When batteries get charged it runs for awhile. Consumer stated he split some wiring because one of the wiring rubber coating had allegedly worn off. There is no report of any injury.